Event description:
A customer contacted beckman coulter inc. (Bci), regarding erroneous troponin (accu tni) results generated by the access 2 instrument. The customer noted qc was out of range, and after reviewing results, noted discrepancies for two patients' samples. Patient 1: a sample from this patient gave an accu tni result of 0.15ng/ml and it was reported out of the lab. The sample was re-tested on a different instrument and a result of 4.13ng/ml was obtained. A corrected report was sent. The original sample was re-tested on the access 2 and the different instrument on the next day and repeated accu tni results were in the range of 2.62-6.26ng/ml. A fresh sample collected from this patient was tested on both instruments and results were in the range of 1.92-3.23ng/ml. The result of 1.92ng/ml was reported out of the lab and it was amended to 3.23ng/dl. Patient 2: initially, a result of 0.94ng/ml was reported out of the lab, and it was amended to 1.76ng/ml after the sample was re-run on a different instrument. It is unknown if patient treatment was affected in connection with this event.

Manufacturer narrative:
Sample collection information was not provided. No system check data was supplied. Customer stated that "qc was approximately 4sd" out of range. A field service engineer (fse) was dispatched: the fse adjusted pcb ultrasonics. The fse adjusted transducer frequency and found transducer voltage out of range high. The transducer was replaced. Per labeling, "a defective transducer would likely cause under-mixing and those under-recovery for one-step sandwich assay, such as accu tni. Hardware was identified as the root cause of this event. (B)(4).